Event description:
The duett sealing device was deployed and the procoagulant was delivered. While occlusive pressure was being held a balloon rupture was noted. The device was pulled out and the distal balloon was missing. Hemostasis was achieved and no further complications were reported. The location of the balloon was unknown.